Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the left and right buttons failed to activate with the click except when pressed really hard. The complaint has been confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include faulty button switches. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that the buttons of the camera head would not work and it could not take pictures. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.